Manufacturer narrative:
The root cause for the reported issue of an over infusion fentanyl was not determined.the reported issue that there was an over infusion fentanyl could not be confirmed.no further investigation of this event is possible at this time, and patient harm was reported. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, the infusion started for fentanyl drip at 500 mcg/kg/hr which should have been 500 mcg/hr. The pump allowed the input and the patient received the entire 5000 mcg/100ml bag in a short period of time. Narcan 1 liter of IV and epinephrine was given with stabilization of vitals later. The same pump had been used in other facilities which was programmed in different way which was later used without changed had caused the safety issue. There was patient involved and serious injury to the patient.